Manufacturer narrative:
Please disregard the previous medwatch submitted related to this complaint. After further review of the complaint, the issue with the central control monitor (ccm) had no impact on the functionality or the readability of the screen. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Upon receipt of the device, the clinical specialist reported that the central control monitor (ccm) had a burned in image on the screen. There was no patient involvement.